Manufacturer narrative:
The report we rec'd indicated that the stent hub cracked. The product was clinically used; there were no adverse effects to the pt. The product was returned for eval and testing; however, the engineering valuation is not complete. Add'l info will be submitted within 30 days from receipt.

Event description:
Stent hub cracked.